Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot 08858, was returned and analyzed. External visual inspection of catheter showed the pin sixteen at the electrical connector was bent. Smart chip verification showed the catheter was used for nineteen applications on the date of the event. The catheter failed the performance test due to the system notice 12211, indicating that the catheter was not recognized. That was caused by the bent pin. Dissection and pressure testing of the catheter showed a kink under the balloon segment on the guide wire lumen at 1.52 inches from the tip. In conclusion, the balloon catheter failed inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.